Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted. The patient was discharged home the evening of the procedure. The following day, the patient experienced cardiac arrest while at home. The patient was transported to the hospital and died. No additional information is known at this time.